Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. During initial bench testing, after installing golden test batteries with the spring pack power manager, the power manager would power up the golden testing ltv but failed the battery charging test. The battery was working intermittently and not able to take a charge properly. Visual inspection of the sprintpack power manager did not reveal any anomalies and the seal was not broken; but further investigation found both of the power manager's right and left sides positive charger were damaged and push back which caused the failed the battery charging test.

Event description:
It was reported to carefusion that the power manager would only charge on one side and there were signs of overheating at the pins. There was no report of any patient involvement associated with this complaint.